Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the reason for the implant was to help them empty their bladder however they couldn't communicate with the ins and had a return of symptoms including not being able to empty their bladder and a return of utis. They also reported no stimulation but that they typically didn't feel stimulation. The change in therapy was not related to any positional movement. Patient wanted to switch to a different program however when they connected, they were unable to get beyond the poor communication screen. Patient mentioned that the last time they used the removed to check or adjust setting was about a year ago and they haven't had the device checked in at the healthcare professional (hcp)since they moved. Patient stated that they did have the device off for about two years during their pregnancies. Patient advised to follow up with their hcp. No further complications were reported.